Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during pre-dilatation in the heavily calcified left anterior descending artery, the voyager nc balloon was inflated to 8 atmospheres. During the second inflation at 10 atmospheres, the balloon ruptured. The device was removed from the anatomy. A non-abbott dilatation catheter was used to complete dilatation and a xience v stent was implanted successfully. There was no adverse pt effect. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). Balloon ruptures can be affected by numerous factors. Furthermore, since the catheter was initially pressurized once without incident and there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon a second inflation attempt. A review of the finished product lot history record did not reveal any nonconformances for this lot. A definitive cause for the reported balloon rupture cannot be determined.